Event description:
It was reported that the customer's sensor was missing an electrode after removing it from the customer's body. It was advised that the electrode likely came off when the introducer needle was removed. Customer will receive replacement sensor. The customer's reported blood glucose value was 8.3 mmol/l. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.